Event description:
On (B)(6) 2021 I was diagnosed with chondrosarcoma of the cricoid. Surgery was done to reduce it on (B)(6) 2021. I was advised that it would continue to grow and may lead to the loss of my voice if removal of my voice box becomes necessary. It's growth could also impede my breathing and lead to a tracheotomy. I am currently under the care of dr. (B)(6) at the (B)(6) medical center. The MRI results I have listed are from my last MRI done after surgery. I have registered both my old and new CPAP machines with the philips.com/src-update as their serial numbers indicated they were both included in the recent recall. I discontinued using the machine but would like to be contacted concerning my recent unexplained health problem and it's potential connection the recall of my machine. I used my old machine for approximately 6 years and my current machine for about a year. I have both machines if they need to be examined. I am a nonsmoker and otherwise in good health. I used my first philips dreamstation from approximately 2016 until 2021 when I got a new model I stopped using my CPAP machine on monday, (B)(6) 2021 when I heard of the recall. FDA safety report ID # (B)(4).